Event description:
Device returned to MFR with no reason for return. F/u with hcp revealed onset of the infection was in 2001 with explant on the same month. Signs and symptoms included redness and swelling. The primary location of the infection was the device pocket which was cultured and was positive for "staph". The pt was treated with total device system explant and the infection has resolved.